Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Analysis also indicated that the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. F(B)(4).

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. High impedance, undersensing and a loss of capture were also noted. It was indicated that pacing thresholds could not be obtained. The patient was brought to the hospital on an outpatient basis for atrial lead revision. The patient was then admitted to the hospital for overnight observation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.